Event description:
On 11/2, pt seen in clinic for blood draw, chemotherapy, and blood products. Received saline and heparin flush through central line. On 11/2, admitted to the hosp for signs and symptoms of sepsis (cultures from 11/2 were positively identified as enterobacter cloacae. On 11/10/98, pt discharged from the hosp.